Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Baxter labeling provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a customer who did not follow therapy steps during peritoneal dialysis therapy. The patient connected to the homechoice before prime was complete. The patient would complete therapy by starting over with all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.